Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 335 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional architect reaction vessel lot 69435p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 69435p100, was in use at the customer facility.

Event description:
Prior to being used in the pt, leakage was noticed at the hub where prepping (flushing) was performed. No adverse events reported. The product was new, and the product was stored per (IFU) instruction for use guidelines. No damages were noticed in the package (outer/inner). During prep, the syringe was not over tightened on the hub causing damage. Other than the reported event, no other damages were noticed on the catheter. No further info was available.

Event description:
The customer observed three occurrences of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer. The customer was advised to check for cracks, leaks, or air bubbles in the trigger and pre-trigger level sensor and manifold valve, however, no problem was detected. The customer was sent a new lot of architect reaction vessels and the customer stated the issue was resolved with the new reaction vessels. There was no impact to patient management.